Event description:
Adverse event received 03.05.2024. Event description: wound secretion. This case is from the health authority. The patient underwent surgery due to scoliosis. The surgery went smoothly and was discharged. After 13 days of surgery, it was found that there was exudation from the wound. Skin grafting treatment was performed at the local hospital, but the wound continued to leak without improvement. The patient later came to the hospital for surgery. Good wound healing and discharge. No product is available for evaluation. Procedure day (B)(6) 2024, event occurred on 02/03/2024. Additional information has been received on 20.05.2024 stating: · were other devices used as wound care? The patient underwent posterior truncation, orthopedic fusion and internal fixation of scoliosis on january 25, 2024, due to scoliosis. The surgery was uneventful, and the patient was discharged. Thirteen days after surgery, the wound was found to have exudation, and skin grafting was performed in a local hospital. The persistent exudation of the wound was not improved after surgery, and the patient was referred to our hospital for posterior lumbar debridement and perfusion drainage. Discharge with well-healed wound · what is the surgeon opinion of what caused the poor wound healing /secretion? The patient underwent wound skin grafting surgery with an outside hospital after surgery, resulting in difficult wound healing.